Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the impedance issue reached maximum setting was noted as unknown and patient to return to surgery on (B)(6) 2021. Patient will be taken back to the or to open the battery pocket site and determine cause of impedance issue and max settings reached. During this time the surgeons plan is to retest the current lead and re-insert the lead into the micro battery header and repeat an impedance check once place back in the pock, if there is still an abnormal reading the surgeon wants to be prepared to replace the system. The device was not removed until surgery, procedure planned for (B)(6) 2021. Device still implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not able to increase stimulation and saw a 'settings reached' message. The caller saw 'settings reached' on the clinician application. The 'settings reached' occurred at 0.6ma. The caller took impedances in different positions, and all pairings showed >4000 ohms. They attempted other programs, and were not able to increase therapy. There were no viable pairings for programming. The patient denied having any falls or accidents. There were no device issues nor further patient complications reported at this time.